Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 30 and cartridge alarm 5) with multiple cartridges during the load process. Additionally, the customer did not observe drops of insulin from the patient line. The customer's blood glucose was 124 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 30 was verified. Based on the analysis, the alleged alarm 5 and fill tubing issue could not be verified.